Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard ivtm system was used to treat a very obese patient with covid-19, who was in an uncontrollable fever. The quattro catheter (lot# 157364) #1 was placed in a patient vein without any complications verified by the sonography. After the catheter placement, the user notice there was no flow through the orange luers of the catheter. The pinwheel of the suk was not turning and the tubing was wobbling. The therapy was paused and the customer called for zoll customer support. The start-up kit (suk) was tested in the close loop and verified to be functional. The user was able to flash all three infusion ports without any issues. However, after testing the catheter with a 20ml syringe, it was found that the user experience some resistance to flush in and out luers. After the catheter was removed, the user described it as "the catheter balloons were difficult to fill". The position of the character was verified and a replacement of the catheter was recommended. The customer replaced the catheter, however, the same issue was observed with the second quattro catheter (lot# 157364) #2. The therapy was continued with coolpacks with the recommendation to place the solex catheter. With the placement of the solex catheter, the patient remains stable and is being successfully treated. No consequences or impact to patient. Please see the following related MFR reports: MFR 3010617000-2021-01025 for quattro catheter #2.